Event description:
It was reported that the customer was hospitalized with low blood sugars. Customer believes the pump is working fine, but the basal rates need to be adjusted. Customer decline troubleshooting and will contact their physician regarding the basal rate issue.